Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2010, 37712 ipg, implanted (B)(6) 2008, 3550-29 adaptor, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high impedance. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.